Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced both high resolution stereo viewer (hrsv) monitors, as a pair, to resolve the issue. The system was tested and verified as ready to use. The first hrsv monitor was received, and failure analysis (fa) was performed. Fa confirmed the reported complaint via system logs and was able to reproduce the issue during in-house testing. Upon visual inspection, no issue found that would relate to the complaint. The unit was installed onto the golden system. Upon powering on the system, hrsv monitor was not display any image display, totally blackout. The probable root cause may be attributed to, based on findings from failure analysis, electronic and fiberoptic defect pertaining to the hrsv monitors. The second hrsv monitor was received, and fa was performed. Fa confirmed the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issue found that would relate to the complaint. The unit was then installed onto the golden where the unit was functioning as expected. The system ran power cycles, but the reported failure/error could not be replicated. This unit was found to be fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the right eye on one of the surgeon side consoles (ssc) was not working while the other console remained functional. Initial troubleshooting involved recommending a hard power cycle on the affected console and reseating the blue fiber cable at both ends. The operating room staff performed a system shutdown and hard power cycle of the ssc, but the issue persisted. The procedure continued with use of the other ssc. The procedure was completing as planned with no reported injury. Isi contacted the robotics coordinator and obtained the following information: the type of da vinci-assisted surgical procedure that was performed by the surgeon was prostatectomy. The time of the procedure performed was the 1st case started in room 7am and case was started at 7:50am. Patient demographic information was provided.